Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high compared to her normal readings and/or feelings. In addition she reported a control solution test was performed on the same meter and it reportedly fell outside of the upper range specified on the vial of test strips. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 at approximately 10am. The patient reported a blood glucose test of "159 mg/dl" on the subject meter which she felt was high. The patient could not elaborate on what her normal blood glucose results are or what her previous reading was like prior to the reported event. The patient informed the customer care advocate (cca) that she manages her blood glucose with pills and diet/exercise (type and dose unknown). After testing her blood glucose, she performed a control solution test on the subject meter and reported a control reading of "170mg/dl." The range specified on the vial of the subject test strips was "109.0-145.0 mg/dl." The patient alleged that approximately 45 minutes later she developed a symptom of "shaking" and ate 2 (B)(6) crackers and felt better within 20 minutes. At the time of troubleshooting, the cca noted that the correct control solution was used for testing, the test strips were unexpired and the testing technique was correct. The patient performed a control solution test over the phone which fell outside of the range (result unknown). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.